Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the rn called the emergency clinical support line regarding a message ¿system over temperature¿ that he noticed twice in the past couple of hours. He stated both times he powered the pump off, then back on. And now the buttons are not working. He had a back-up pump available and was comfortable switching the patient over to that with a colleague¿s help. He was advise to tag and sequester the pump for biomed per his hospital procedure. There was no harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.